Event description:
Case was reported as an explant of an orthadapt bioimplant used to augment an achilles tendon repair. The pt's signs and symptoms or event that led to the explant were not provided at the time of report.

Manufacturer narrative:
Tissue sample was returned to the manufacturer; however, the sign and symptoms as well as pre and post explant progress notes were not provided - as a result, a cause determination could not be made and is unk at this time. Additional info was requested from the physician; however, no additional info was provided at the time of this report. Because the manufacturing lot and expiration date of the device were not provided, a review of the device history record (DHR) could not be performed at the time of this report. The manufacturer of the device at the time was pegasus biologics, inc. Synovis orthopedic and woundcare, inc is the reporting company for the event. The event occurred prior to synovis acquiring pegasus biologics.